Event description:
Event description guidant received information that this right ventricular rate/sense transvenous lead was exhibiting a low pacing impedance measurement. No noise or oversensing was noted. The pocket was opened and the lead pin was found separated from the lead body, held together by the inner wire. The lead was capped and the rate/sense portion of the chronic transvenous defibrillation lead was connected to the device header with normal function. Defibrillation threshold testing was performed successfully. No adverse patient symptoms were reported.